Event description:
The account alleged the pt fell out of the stretcher on the right side due to stretcher tilting to the right. The right siderail was not up. No injury reported.

Manufacturer narrative:
The technician inspected the stretcher and found one of the bolts that attaches the hydraulic cylinder to the upper frame assembly was missing from the unit. Account is not repairing unit at this time. No further info is available on the repair of the bed at this time.